Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle four. The patient's ultrafiltration (uf) reading was 3767 ml, indicating the home patient (hp) drained 3767 ml more than the largest prescribed fill volume of 1900 ml. This meant the total drain volume was approximately 5667 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event found during the investigation of (B)(4), and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2011-15880 for the investigation. If any additional information is received, a followup will be sent.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.